Manufacturer narrative:
The reported event of over-sensing could not be confirmed. Final analysis found that as received, the device was in normal range of operation and no anomalies were noted. Telemetry, sensing, crosstalk and pacing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have appropriate longevity remaining.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited crosstalk which led to pacing inhibition. The pacemaker was explanted and replaced. The patient was stable.